Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Please note, this event has been previously reported under the medwatch facility (B)(4); MFR report number: 0009613350 - 2017 - 00553.

Event description:
The patient is pursuing a product liability claim. It was reported that the patient was implanted a biomet hip mom implant on unknown side on unknown date. It is unknown if the patient was revised or is being monitored due to unknown reasons.

Event description:
It has been reported by the patient's legal representative that the patient underwent a hip replacement surgery. Subsequently a revision procedure was performed due to pain. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical product:recap cement fmrl hd resur48mm, catalog #: 157248, lot #: 2113673. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00624. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.